Manufacturer narrative:
H11: manufacture narrative: iop elevation from baseline are identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A health care professional reported an article, "the outcome of management of high myopia by intraocular collamer lens." This study included patients who experienced elevated iop, glare, and medication was administered. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. The cause of event was unknown.